Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily tortuous anatomy resulting in the reported failure to advance. Interaction and/or manipulation of the device likely resulted in the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploy the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily tortuous lesion in the right tibioperoneal trunk. A 6fr 65cm sheath was placed and then the 4.50x60mm supera self expanding stent system (ses) was advanced however difficulty was met advancing. Per the physician, the sheath was not long enough to support the ses. The shaft of the ses was held in place in an attempt to advance the sheath further however the ses was still unsuccessful in crossing the lesion. The ses was removed and it was noted the stent had partially deployed. Per the physician, this was likely due to the attempts to advance the sheath. A new longer sheath was placed and the procedure completed with a new supera. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.